Manufacturer narrative:
The approximate age of device is not known at this time: the device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was supported by an extracorporeal circulatory support device as of (B)(6)2019. It was reported that over the weekend the system products an s3 alert. The primary console, flow probe and motor were exchanged. The patient was on veno-arterial ECMO and did not have complications related to the failure and was quickly switched to the backup console and support was resumed.

Manufacturer narrative:
Section h3: additional information- manufacturer¿s investigation conclusion: the reported event of a s3 alert was confirmed via the log file review in the console investigation, (B)(4). The flow probe (serial #: (B)(6) ) was returned to the service depot for analysis. The returned flow probe was evaluated and tested. The service depot was unable to duplicate or verify the reported event of the s3 alert when tested with a test motor or the associated returned motor and console. No alarm codes were activated, nor were any issues observed while performing a full functional checkout. The unit passed all tests. The root cause for the reported event of the s3 alert was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.